Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient was not showing up in the station. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. The technical support specialist determined that the issue originated from the host environment, which was having difficulties processing messages. Manufacture did not take any action to resolve the issue, as it was fully addressed by the customer¿s it team. The system functioned as intended after the customer it resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient was not showing up in the station. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.